Manufacturer narrative:
A ge service rep performed an onsite investigation. The footswitch configuration was changed. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the image produced during fluoroscopic x-ray was cut off. No pt injury was reported.